Manufacturer narrative:
Sorin group (B)(4) manufactures the sorin s5 system. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the sorin s5 system went into asi mode due to a bad connection before shutdown post-procedure. The customer identified damage and a bad contact in the cable. There was no patient involvement. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. The investigation is ongoing. A follow-up report will be sent when the investigation is complete. Device kept by customer.

Event description:
Sorin group (B)(4) received a report that the sorin s5 system went into asi mode due to a bad connection before shutdown post-procedure. The customer identified damage and a bad contact in the cable. There was no patient involvement.